Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Photographs were sent in for an evaluation. Visual inspection on the photographs revealed that the silicone rubber cylinder and aluminum hinge were misplaced. The reported condition was confirmed; the problem was caused by human error at the manufacturing facility.

Event description:
The facility representative reported to baxter (B)(4) that the chamber separator of a 3l eva twin chamber bag was not fitted well. This was observed out of the box. There was no patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.